Manufacturer narrative:
Per medical review - according to fmea (failure modes and effect analysis) it has been determined that excessive vaulting is a consequence of a wrong lens use failure mode (i.e. Improper white to white measurement, variability of the white to white measurements based upon different techniques utilized, improper sulcus to sulcus measurement (if ubm used), and patient condition; poor correlation of white to white measurement and length of ciliary sulcus in an individual case; irregular ciliary sulcus or ciliary sulcus cyst). The medical device is not the cause of the event. (B)(4).

Manufacturer narrative:
Reportedly patient presented with elevated iop following icl (13.2 mm) implantation at the same post-op day and was medically treated. On the first post-op day the intraocular pressure returned to normal but excessive lens vault was observed. According to the email correspondence between the implanting and referring doctor, after analysis of specific eye measurements, it is very likely that the patient will need icl explantation for a shorter icl length in the future. The iop was reported to be normal (stable). Given the information about lens size issue the most likely cause of the event was procedure related factor (pre-op calculation error). The literature reports that rise in iop is usually associated with excessive icl vault due to an overestimation of icl size. The reassessment will be performed when (if) additional information about patient prognosis and status is obtained. Based on the complaint history, work order search and medical review, the most likely cause of the event was procedure related factor (pre-op calculation error). (B)(4).

Manufacturer narrative:
A review of the device history record was performed and nothing was found in the manufacturing and packaging processes of this lens that could be identified as the root cause of the complaint. No definite root cause for the complaint was determined. (B)(4).

Manufacturer narrative:
(B)(4). Method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusions: based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4). Lens implanted.

Event description:
The reporter stated the surgeon implanted a 13.2mm micl13.2 implantable collamer lens in the patient's right eye (od) on (B)(6) 2014. The surgery went well and at the four hour post-op check-up, intraocular pressure was 30mmhg. The patient was prescribed diamox. At the one day post-op visit, the intraocular pressure was 10mmhg, however, the vault was high and there may have been peripheral corneal touch. The lens remains implanted and the surgeon will monitor the patient over the next couple of weeks. If additional information is received, a supplemental medwatch will be submitted.

Manufacturer narrative:
(B)(4). Results: visual inspection of the returned product found a piece of one haptic torn off and missing. The lens was returned in liquid. (B)(4).

Event description:
Additional information received - the reporter indicated the lens was explanted on (B)(6) 2014 and the lens was exchanged for a shorter lens.